Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that during the procedure, the web device was attempted to be detached, but the detachment was unsuccessful. There were no obvious factors identified that caused the failure such as difficulties in the movement of the device or any anomalies in its operation. The exact cause of the issue was not determined at the time which led to the suspension of the procedure. No further information was provided. Additional information/clarification of the event was requested from the reporter including the reason for the suspension of procedure, further treatment planned and patient¿s status. No information has been received to date.

Event description:
Additional information was received that stated the case was not postponed. Another device was used to complete the procedure. There was no other case performed. The patient is in good condition.

Manufacturer narrative:
This follow up report is being submitted as additional information was received, and it is documented in section b5. Corrections were made to the following sections b1, h1 and h6.

Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube kinked at the distal section. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the damage is consistent with the device experience forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the lead wire's tensile strength.

Event description:
See h.11.